Event description:
When a physician attempted to use the subject device for a laparoscopic appendectomy, the subject device was automatically powered down. The physician replaced the subject device with a similar device. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the fuses of the subject device blew and fet (field-effect transistor) of amplifier substrate was damaged. The damage of fet occurred. But it was not known exactly cause. The mfg history was reviewed, with no irregularities noted. Based upon the eval result of the subject device by omsc, since the incidental failure of fet occurred or there was something the wrong with the electrical power environment of facility, fet was damaged and the fuses blew. The sonosurg-g2 instruction manual already states. Warning prepare a spare instrument as a backup to ensure that the procedure can be completed without complications in case of a malfunction. Warning: if you suspect any abnormality while using this product, immediately stop the procedure. Refer to chapter 7, "troubleshooting" and the instruction manual of the sonosurg hand piece being used. If the info given there does not eliminate the abnormality, terminate the use of the equipment and contact olympus. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 3, 2015. This is a supplemental report for MFR report #8010047-2013-00121 to provide device evaluation results. Olympus performed further investigation for the cause of the fet (field effect transistor) damage and the damaged fet had excessive current leakage. The amount of the leakage current depends on the electrical characteristic variability of the fet. Olympus implemented a countermeasure for this phenomenon to reduce the electrical characteristic variability of the fet.